Manufacturer narrative:
The customer did not return the device for evaluation. A review of the device history record for microlet® lancets from lot # e09a9s showed no manufacturing anomalies. An archival sample inspection confirmed the print on the box was clear and legible, with no defects or discrepancies found. Upon the investigation performed by the device supplier, the suspected device was packed using the packaging machine p20 line, which is equipped with a labeler-printer that prints on the shelf box during the packing process. Missing printing can occur when two boxes move closely together on the line, causing the print triggering sensor to detect only one box due to the short verification time. The packaging machine operator must check the legibility and correctness of the lot number and expiry date on each shelf box. Additionally, the production controller selectively checks samples from every second pallet packed. It is likely that the issue occurred when the operator took a defective box from a tray on the packing line, where boxes with missing print are rejected. Instead of discarding the rejected box, the operator mistakenly reused it without verifying the identification data. The operator did not follow instructions and missed the verification step. A time control function was added to the packaging machine to regulate the sensor's box detection time. The blockage sensor operation time and ejection settings were adjusted, ensuring joined packages are rejected for further verification. After these changes, no further print defects on the shelf box were found.

Event description:
A pharmacist from (B)(4) reported that the lot number and expiration date were missing from the packaging of the microlet® lancets. There was no patient involvement, therefore, no allegation of an adverse event. The pharmacist was advised to return the device for evaluation.

Manufacturer narrative:
There was no patient involvement, therefore, no information was captured in section a. Sku # 6594 of the microlet® lancets is only available in mexico; therefore, the UDI # is not applicable.